Manufacturer narrative:
Pump received with normal operating currents no unexpected battery out limit alarm and no frozen display screen during testing noted. Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have a frozen screen display. Customer reported that after changing batteries, a button error alarm was received. Customer's blood glucose was 261 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.